Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed set screw marks on the is-1 terminal pin, dried blood/body fluid in the helix housing and past neck region, surface cuts in the tip insulation and a retracted helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism testing failed most likely due to blood/body fluid infiltration. Laboratory testing was unable to reproduce the reported clinical observations.